Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure, there was an issue unscrewing the set screw from the superior vena cava (svc) channel on the old implantable cardioverter defibrillator (ICD). It was noted that the torque wrench from the wrench kit packaged with the new ICD seemed slightly smaller and loose in the set screw of the old ICD; however, it was unknown if the issue was with the torque wrench or with the set screw itself. The hex wrench from the wrench kit was used to loosen the set screw. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.